Manufacturer narrative:
The insulin pump had normal operating currents and no battery out limit alarm was noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the display circuit board, mother board, interface circuit baord, radio frequency board, motor, vibrator or battery tube assembly. No display anomaly was noted. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the numbers started scrolling on the screen without the users input. The customer stated that the insulin pump may have been wet after brushing their teeth. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.